Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead was found deceased. A red alert was issued in the remote monitoring system showing a code 1004, indicating a shock into a shorted lead had occurred (shock impedance was low, out-of-range at less than 12.5 ohms). Also, code 1007 was observed, indicating a charge time out due to not being able to complete a charge in over 45 seconds. Following these codes, the device triggered battery capacity depleted status. The data showed the patient had received multiple shocks on the date of death. Technical services discussed limited information would be available with a programmer interrogation and the device should be returned for laboratory analysis. The local sales representative confirmed the device and possibly the rv lead would be returned. Both products were subsequently received and are now undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. A thorough evaluation of the rv defibrillation lead was performed. The complete lead was returned. Surface cuts were noted on the insulation and suture sleeve, consistent with having been induced during the explant procedure (these findings were cosmetic in nature and did not impact the lead integrity). Setscrew marks were confirmed to be in the appropriate location on the terminal pin. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, thereby confirming that the lead was electrically continuous (i.e., not fractured) and the outer and inner insulation were intact, indicating no electrical shorts between conductors. An x-ray of the lead was performed, which revealed no anomalies. As a result, laboratory testing was unable to identify any lead characteristics that would have caused or contributed to the short circuit condition and internal device damage.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead was found deceased. It was noted that a red alert was issued via the latitude remote monitoring system due to a code 1004, indicating a shock into a shorted condition. A code 1007 was also issued, indicating a charge time out due to the high voltage capacitors not charging within the expected timeframe (45 seconds). Following these codes, the device triggered the battery capacity depleted status. Review of device data noted that the device attempted to deliver multiple shocks on (B)(6) 2025, which was reported to be the date of the patient's death. Boston scientific's technical services (ts) discussed that limited information would be available with a programmer interrogation and recommended that the device be returned for laboratory analysis. The device and lead were explanted post-mortem and returned for analysis.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.